Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone: phone_control_ios. Cloud - omnipod 5 software app version: 1.1.6. Cloud - smartphone operating system: 17.5. Cloud - smartphone hardware: iphone14.5. Cloud - cgm sensor type: g6.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to 307 mg/dl. In addition the patient reports the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred.

Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula deployed and needle retracted. The download data showed that the pod completed both priming sequences with an expected number of pulses in each and ran for 888 pulses, delivering several boluses, before deactivation. Investigation of the needle mechanism found no issues that would result in a needle mechanism failure.